Event description:
It is reported that the pt is experiencing constant pain, swelling and implant failure. Revision surgery has been recommended.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. This report will be amended when out investigation is complete.

Manufacturer narrative:
The parts and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the patient's pain cannot be determined with the information provided.